Event description:
It was reported that the patient's pacemaker exhibited inappropriate magnet response. The programming changes were made by turning off the magnet response, however, the pacemaker loose the telemetry during the ventricular sense test and unable to be interrogate. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.